Event description:
It was reported that the patient is (B)(6) years old, female, weighs (B)(6) kilos with a very high percentage of activity. On (B)(6) 2013, the patient was implanted with a znn cm asia short 10.0 mmx180mm 125l 2 x z nail cort screw, nail cpm neu nail cap znn cmn set screw and a znn cmn lag screw. 7 months later, on (B)(6) the patient complained of pain and xray taken on (B)(6), 2014 showed a broken cephalomedullary nail. Due to the broken nail, the patient underwent revision surgery on (B)(6) 2014.

Manufacturer narrative:
The manufacturer have receive devices, x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, an updated report will be submitted once the investigation has been completed and the result has been made available. (B)(4).